Manufacturer narrative:
On jul 31 2020, it was noticed that the initial report erroneously omitted the following information: on jun 26 2020, the mentor failure analysis lab received the device for evaluation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 425cc breast implants and experienced ptosis on the left side and capsular contracture baker grade unknown and deflation on the right side post-operatively. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 425cc, catalog number 3501670, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the left breast prosthesis.